Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. Investigation was performed on relevant hardware and provided information (i.e. Complaint description, log files, system history). The application log file indicates that a signal (b-signal in the system (b24110)) was too high during image acquisition, indicating that there is too much dose. The angiomatic log file shows that the x-ray voltage was reduced and the tube current was set to the minimum level. This adjustment resulted in poor image quality. Further investigation showed that the flat detector (fd) calibration led to out of tolerance results. The fd measured a too high intensity and consequently the control loop of the system requested lower voltages. Investigation of the fd revealed a metallic particle inside the fd causing image artifacts which disappeared after the particle was removed. The reported behavior could not be reproduced and is very unlikely that the particle found could cause this behavior. No root cause in the detector hw (sw) was found to explain poor image quality when a certain x-ray dose is applied. Several images with different dose levels where analyzed and in all cases the resulting image quality was within specification. The fd was exchanged by the siemens service engineer and the error did not reoccur. This is the first known occurrence of this type of error and no further corrective actions are planned based on this nonsystematic event.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. During an interventional procedure, the user reported that fluoro was not available and the kv would not drive from the minimum. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.